Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventilator's oxygen sensor. The device was not in patient use. The oxygen sensor was an fio2 sensor assembly and is an accessory to the ventilator. This accessory would not affect the ventilator to deliever therapy as designed. There was no malfunction related to the ventilator.

Event description:
The manufacturer received information alleging a failure of a ventilator's oxygen sensor. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.